Event description:
It was reported on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. One triclip xtw on the mid septal and anterior leaflet segments and one triclip xt was implanted on the central septal and anterior leaflet segments. The final tr grade was 1-2. On (B)(6) 2025, the patient presented with symptomatic episodes of non-sustained ventricular tachycardia (nsvt). A transthoracic echocardiogram (tte) was performed and it was noted that the clips were in place and stable. Amiodarone, mexiletine and diuretics were administered. An electrophysiology consultation determined the nsvt originated from the tricuspid valve annulus. On (B)(6) 2025, a transesophageal echocardiogram (tee) was performed and two single leaflet device attachments (slda) were observed. Both clips detached from the septal leaflet and remained attached to the anterior leaflet. On the transgastric, the septal leaflet appeared shorter than pre-procedure and was suspected to have torn. The tr grade increased to 3-4. Per the physician the slda was due to "friable leaflets".

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported tricuspid valve insufficiency/ regurgitation appears to be due to the slda. The reported tachycardia and tissue injury (septal leaflet torn) could not be determined. Tricuspid valve insufficiency/ regurgitation, tachycardia, and tissue injury are listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported hospitalization and medication required were a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. One triclip xtw on the mid septal and anterior leaflet segments and one triclip xt was implanted on the central septal and anterior leaflet segments. The final tr grade was 1-2. On (B)(6) 2025 the patient presented with symptomatic episodes of non-sustained ventricular tachycardia (nsvt). A transthoracic echocardiogram (tte) was performed and it was noted that the clips were in place and stable. Amiodarone, mexiletine and diuretics were administered. An electrophysiology consultation determined the nsvt originated from the tricuspid valve annulus. On (B)(6) 2025 a transesophageal echocardiogram (tee) was performed and two single leaflet device attachments (slda) were observed. Both clips detached from the septal leaflet and remained attached to the anterior leaflet. On the transgastric, the septal leaflet appeared shorter than pre-procedure and was suspected to have torn. The tr grade increased to 3-4. Per the physician the slda was due to "friable leaflets".